Event description:
Right side will need revised. Patient has not yet been revised.

Event description:
Asr revision; left asr resurfacing; reason for revision: pain.

Manufacturer narrative:
Patient has not yet been revised. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision, left** -now n/a, asr resurfacing, reason(s) for revision: pain. Update 05 jul 2017: amended implant date: (B)(6) 2005. This complaint was updated on jul 13, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected: catalog and lot numbers.